Manufacturer narrative:
Family (B)(4) - (B)(6) supplemental MDR - device evaluation division / project: business process / MDR-supplemental created: 04/26/2023 01:19 pm save & exit cancel new copy check spelling workflow openedpending MDR approvalin state for less than one day activity type enter your selection here date scheduled calendar now person responsible search date performed calendar now show all fields... MDR ownership patient information (a) adverse event or prod prob (b) suspect products (c) suspect medical device (d) med device reprocess info (d) initial reporter (e) user facility / importer (f) all manufacturers (g) device manufacturers only (h) approvals and acknowledgements supporting documents and notes hidden fields type of reportable events malfunction device return to manuf .? No. Of events summarized enter a value only if it summary reportable otherwise leave blank if follow-up, what type? If the field "type of report ( manufacturers) " is "follow up" this field must be populated with the type of follow up. Device evaluation, device eval by manufacturer? No summary attached? No device manufacturer attachment view reason code for no evaluation other required field in the current state if other specify see h10 device manufacture date labeled for single use? Imdrf annex e grid (0) open health effect - clinical code note: level 1 e codes should not be used 1 imdrf annex f grid (0) open health effect - impact code . 1 imdrf annex a grid (0) open medical device problem code . 1 imdrf annex g grid (1) open component code note: level 1 g codes should not be used. 1 imdrf annex b grid (4) open type of investigation 1 imdrf annex c grid (1) open investigation findings 1 imdrf annex d grid (1) open investigation conclusions 1 remedial action required select only if a remedial action is required, otherwise do not select any values. Other remedial action type add details when other is selected for remedial action required usage of device initial remedial action # if remedial action is required you must enter the action number required field in the current state manufacturer narrative maximize h6. Catalog: 442023 batch no.: 2284974, 2277232 & 2249645 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Two lists of excel were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
Report of 20. It was reported that biofire is detecting nonviable candida tropicalis in bd bactec¿ plus aerobic/f culture vials (plastic) however when using genmark was negative. No patient impact was reported. The following information was provided by the initial reporter: customer reporting molecular false positives obtained with use of biofire instrumentation and bactec culture vials, item (B)(4) for the below lots : the organism that was actually present in the bottle is what grew however when customer used the biofire and genmark, genmark was negative, but the biofire was positive for candida tropicalis. Plates grew streptococcus thermophilus, gram stain showed gpc in pairs and chains, molecular testing resulted streptococcus thermophilus and candida tropicalis.

Event description:
Report 2 of 20 it was reported that biofire is detecting nonviable candida tropicalis in bd bactec¿ plus aerobic/f culture vials (plastic) however when using genmark was negative. No patient impact was reported. The following information was provided by the initial reporter: customer reporting molecular false positives obtained with use of biofire instrumentation and bactec culture vials, item 442023 for the below lots : the organism that was actually present in the bottle is what grew however when customer used the biofire and genmark, genmark was negative, but the biofire was positive for candida tropicalis. Plates grew streptococcus angonosis, gram stain showed gpc in pairs and chains, molecular testing resulted streptococcus angonosis and candida tropicalis

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.